Event description:
During a routine shift by a clinician, the device was plugged into the wall, sparked, and smoke came from the back of the unit. There was no pt involvement in the reported malfunction.